Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident with symptoms of nausea, vomiting and abdominal pain. Customer was treated with manual shots. Customer had alleged that the insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose levels. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting and test insulin pump. The devices will not be returned for analysis.

Manufacturer narrative:
Evaluated 2 open and used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into paradigm pump. Conclusion: reservoir no air bubbles, no occluded and no leaks. (B)(4).